Event description:
It was reported that the ventilator generated alarms indicating high pressure. There was no pt injury. (B)(4).

Manufacturer narrative:
The exchanged part and more info has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).